Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that replacing the ins resolved the issue. The old ins was discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for he ad/neck (non-malignant). It was reported that the ins was being replaced and it was checked prior to surgery. Impedance values were all > 10,000 ohms. There was no known event or activity that prompted the issue. The patient was still feeling stimulation. No further complications were reported.